Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their blood glucose levels and their sensor readings. The customer states they are receiving threshold suspend alarms for low blood glucose levels, but their levels are not low. The customer's blood glucose level was 201mg/dl and the sensor reading was 64mg/dl. The customer states that their last sensor's cannula was curved. The customer states that they have experienced this even with multiple sensors. Troubleshooting was conducted. The customer was advised to return the sensors and that they would be replaced.